Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lights are repeatedly flashing on the wireless recharger and they can't get it out of that. No symptoms reported. Additional information was received from a manufacturer representative (rep) reporting that the cause may be due to the fact that it was not set on the recharging dock properly and left for at least 20 seconds and then to charge it fully. The issue was not resolved and the patient also had a second recharger with the same issue. They got the recharger in may and this week, the same issue happened to their recharger as this one. The nurse confirmed that the patient was a fiddler and would play constantly with their dbs equipment. The wrs had to be replaced. Additional information was received from the manufacturer representative (rep) that the physicians believe it had been implanted too deep.

Event description:
Additional information was received reporting that the device being implanted too deep was a different case and unrelated to the wireless recharger (wr) issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.